Manufacturer narrative:
Pump received with flashing medtronic logo display due to severely corroded pcb1 board and pcb2 board. No critical pump error noted. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, displacement accuracy test, active current measurement and sleep current measurement test due to flashing medtronic logo display. Unable to confirm units of normal bolus delivered on 08/02/2025 due to upload error caused by flashing medtronic logo display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, cracked battery tube threads, pillowing keypad overlay, cracked keypad overlay, cracked retainer and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Confirmed flashing medtronic logo display after battery installation due to severely corroded pcb1 board and pcb2 board. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. No critical pump error noted during analysis. Critical pump error not confirmed. Cosmetic damage confirmed at corner of belt clip rails near battery compartment. No cosmetic damage noted at reservoir compartment. Cosmetic damage at reservoir compartment not confirmed. Upload error confirmed due to flashing medtronic logo display. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a critical pump error and a crack at the back. The customer experienced hyperglycemia with blood glucose value of 600 mg/dl. The customer reported hyperglycemia was treated with manual injection. The event involved product(s) unomedical, mmt-332a, mmt-1880. Troubleshooting was performed. The customer reported a crack in the belt clip rail area and reservoir tube side. The damage was affecting/impacting pump functionality. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No further patient complications were reported. No product return is required for unomedical, mmt-332a. Mmt-1880 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.